Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 222626241 was returned and analyzed. Visual inspection showed that the loop shape was deformed and out of plane. The user may have experienced insertion difficulties due to this issue when introducing the achieve mapping catheter into the catheter. The pebax tubing was kinked/twisted near the loop joint at the tip. The shaft was broken from the lemo connector. After moving the lemo connector, the shape of the loop changed. Unable to do the functional testing using the diagnostic computer due to the condition of the achieve mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to the kink/twist. If information is provided in the future, a supplemental report will be issued.